Event description:
The customer reported that when safety testing using paddles, they get a reading of 6.4ma instead of around 0.08ma.

Manufacturer narrative:
(B)(4). The customer reported that when safety testing using paddles, they get a reading of 6.4ma instead of around 0.08ma. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.